Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During preventive maintenance, the autopulse platform (sn (B)(4) was displaying error message "system error, out of service, revert to manual CPR".

Manufacturer narrative:
During preventive maintenance, the returned autopulse platform displayed system error, out of service, revert to manual CPR error message upon powering up the platform during functional testing. The fault was found to be due to the defective processor board. Further testing shows that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The clutch plate required deburring. Following service, including replacement of the load plate cover, processor board, and deburring the clutch plate; the platform passed all testing criteria. Visual inspection was performed and a damaged load plate cover was observed. Initial functional testing could not be performed due to the error message displayed upon powering on the platform.